Manufacturer narrative:
(B)(4). Date sent: 01/06/2021. Corrected data = h1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the defined criteria for a reportable event and is being considered not reportable. The surgeon does not believe that there is a deficiency with the stapler and does not link the leak incident to stapler failure. Surgeon also noted that the incident was not linked to patient¿s ischemia. Surgeon noted that the cause of the leak incident is still unknown.

Manufacturer narrative:
Pc (B)(4). Batch # unknown health effect ¿ clinical code = gastrointestinal system (e10) as the device was not returned, an analysis investigation could not be performed.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was received: 1. Has there been any further investigation done to determine root cause of the leak? If yes, can it be provided? Answer: no, surgeon mentioned the cause of leak is unknown and might not link to stapler failure. 2. What were the indications for surgery? Answer: sigmoid tumor 3. Did the patient receive any preoperative chemotherapy or radiation? Answer: n/a 4. Were there any issues experienced with the device in the initial surgical procedure? Answer: no 5. What healthcare professional fired the device and what is his/her experience with the device? Answer: follow the odp and experienced surgeon 6. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Answer: low b 7. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Answer: yes 8. Were there any issues with device use/firing? Answer: no 9. What confirmation was received that the device completed the firing sequence? Answer: green check mark and audible sound 10. Was the green checkmark visible at the end of the firing? Answer: yes 11. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Answer: 2 full revolutions 12. Was there any difficulty removing the device? Answer: no 13. Was a complete transection of the white breakaway washer visually confirmed? Answer: yes 14. Were there any issues noted with staple formation? If so, please describe the shape and location. Answer: no issue 15. Was the staple line visualized endoscopically during the initial surgical procedure? Answer: no 16. Is the colostomy temporary or permanent? Answer: temporary 17. What is the status of the patient? Answer: doing well and discharged if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, suspected post op day 3 anastomotic leak after lap ar procedure. The leak was identified through radiological findings (CT scan). The patient was also exhibiting clinical symptoms such as vomiting and diarrhea. Pt went in for exploratory lap procedure on post op day 3. Upon reoperation, collection of pus was observed at the leak site. The leak was addressed by performing a laparoscopic wash-out and creating a defunctioning loop transverse colon colostomy. Surgeon does not believe that there is a deficiency with the stapler and does not link the leak incident to stapler failure. Surgeon also noted that the incident was not linked to patient¿s ischemia. Surgeon noted that the cause of the leak incident is still unknown.